Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to a large cyst in the talus.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of the available CT scans the hcp opined that- the clinical information provided can be confirmed with the given CT. There is a very large cyst visible in the talus with significant bone loss and instabilization of the adjacent component. The underlying cause is likely patient related. The tibia does not show obvious loosening or migration. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the available information the root cause was attributed most likely to be a patient related issue. The failure was cause by large cyst that results in instability along with signification bone loss. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the talar component due to a large cyst in the talus.